Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
The report received from the clinical study in another country, associated a cypher with thrombosis less than 24 hours after implantation. The stent was implanted in the proximal left anterior descending coronary artery. The thrombus was treated by aspiration.